Manufacturer narrative:
Concomitant medical products: 310c29 valve, implanted (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a heart rate between 30 and 33 beats per minute. It was determined that the right ventricular lead had lost capture and was showing high pacing impedance. Lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.